Manufacturer narrative:
Some complaints forwarded by legal were not entered into our agile system, resulting in late medical device reports.

Event description:
Revision surgery - failure of left femoral stem due to disassociation secondary to corrosion of the neck-stem junction. Further look at the cup and the acetabular component was securely seated and the poly ethylene appeared to be satisfactory, therefore did not need revision.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to disassociation secondary to corrosion of the neck-stem junction. The previous surgery and the revision detailed in this investigation occurred 3.5 years apart. The in-vivo time is 8.5 years, from the primary surgery date. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery met design and manufacturing requirements. There was 1 non-conforming material report (ncmr) associated with the product. Non-conforming material report (ncmr) #8889 associated with part #650-03-135, stem, hip, alfa ii #3, modular pc which documents a non-conformance that out of 15 quantity lot, 1 item was rejected for position of proximal face relative to center of taper (1 piece) and tool marks on distal tip (2 pieces). All parts were accepted by product development engineering representative. The nonconformances did not affect any features of the taper junction with the mating modular neck. All parts met specification when released from manufacturing. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to disassociation secondary to corrosion of the neck-stem junction. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
The reason for this revision surgery was due to disassociation secondary to corrosion of the neck-stem junction. The previous surgery and the revision detailed in this investigation occurred 3.5 years apart. The in-vivo time is 8.5 years, from the primary surgery date. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery met design and manufacturing requirements. There was 1 non-conforming material report (ncmr) associated with the product. Non-conforming material report (ncmr) # (B)(4) associated with part # 650-03-135, stem, hip, alfa ii #3, modular pc whih documents a non-conformance that out of 15 quantity lot, 1 item was rejected due to travel necessary to bring part to nominal and 2 items were rejected due to tool (jaw) marks on distal tip. Rejected items were reworked, 1 item was scrapped and the remaining 14 items in the lot met the design, fit and function requirements and were accepted. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to disassociation secondary to corrosion of the neck-stem junction. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.